Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced sustained hyperglycemia with glucose readings exceeding 400 mg/dl, accompanied by vomiting and nocturnal enuresis, while traveling without backup therapy or ketone strips; the ilet displayed a 400 alert and subsequent review of device data showed a decline to 187 mg/dl and later return to range. Symptoms included hyperglycemia with gastrointestinal upset and urinary incontinence. Outcomes included transient impairment requiring advice for emergency evaluation if levels did not decrease, with no hospitalization reported. Investigation included review of uploaded device data and trend analysis of blood glucose reports. Investigation of this case revealed no device malfunction identified from available data and a clinical course consistent with hyperglycemia of unclear cause that resolved with time. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.